Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient went to the emergency room for severe peristomal pain after accidental pulling of the catheter. The stoma had foul-smelling exudate cultures were taken. The patient began treatment with oral augmentin 1 gm every 8 hours for 10 days. On (B)(6) 2021, the nurse reported that the stoma had resolved and the oral augmentin will end on (B)(6) 2021.